Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged mostly in the mid-section of the stent with stent struts stretched, lifted and distorted. The maximum crimped stent profile was measured which is within the specification. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. It is most likely that stent damage occurred during unpacking and handling of the device following removal of the stent protector. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x28mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use to treat the lesion. However, during unpacking, it was noticed that the stent struts were frayed. The procedure was completed with another stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x28mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use to treat the lesion. However, during unpacking, it was noticed that the stent struts were frayed. The procedure was completed with another stent. No patient complications were reported and the patient's status was fine.